Event description:
Asap too study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and successfully implanted with complete laa seal and deployed device diameter of 18.8 mm. Prior to the index procedure, aspirin was administered. During the procedure, the transesophageal echogram (tee) revealed a 4mm pericardial effusion. No baseline pericardial effusion was noted. No intervention was reported. The next day the patient was discharged on aspirin and clopidogrel. It was further reported that during the initial implant procedure, a was was attempted unsuccessfully due to the wrong angle for which it was exchanged for another. On (B)(6) 2018, patient was anemic and required a transfusion. Clopidogrel was stopped at this time. On (B)(6) 2019, patient presented for 3 month follow up visit and a thrombus was seen via tee. The thrombus was located on the atrial facing surface of the closure device with a maximum area of 1.6 cm x 1.0 cm. Patient was on aspirin at the time of the event. No interventions were performed. At the time of reporting, the event is considered to be ongoing.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and successfully implanted with complete laa seal and deployed device diameter of 18.8 mm. Prior to the index procedure, aspirin was administered. During the procedure, the transesophageal echogram (tee) revealed a 4mm pericardial effusion. No baseline pericardial effusion was noted. No intervention was reported. The next day the patient was discharged on aspirin and clopidogrel. .